Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the product was not implanted. If explanted; give date: not applicable as the product was not implanted. Attempts were made to obtain missing information; however, to date no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the haptic of za9003 13.0 diopter intraocular lens (iol) was torn off. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer: 10/15/2018. Date received by manufacturer: 11/13/2018. Device returned to manufacturer: yes. Device evaluated by manufacturer: yes. Device evaluation: the product was received at manufacturing site. The lens is missing a portion (iol torn) including a haptic. The detached portion of the lens was not returned. Other cosmetic damages are observed on the lens edge. The reported code of haptic damage was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints was conducted, the search revealed no additional investigation requests have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.